Event description:
It was reported that a trial patient was believed to have acute paralysis. It was noted that the trial occurred on 2013-(B)(6) and there was no adverse incident at that time. The reporter stated that the day after the trial the patient seemed to be ¿doing great.¿ it was noted that the reporter found out on 2013-(B)(6) and there appeared to be an epidural hematoma. The reporter was unsure where the lead was placed or what model of external neurostimulator was used. It was reported that everything had been pulled now and the reporter was unsure when that occurred. It was noted that no extension was used. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3874, lot# va0ay6g, implanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4)